Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On (B)(6) 2019, leica biosystems received a complaint that a user was injured during routine sectioning on their microtome, rm2235. The injured user required medical assistance in the form of bandaging; no stitches were required. To ensure the wound is healing, a doctor and physical therapist are following up with the user. This is the extent of the incident and injury detail provided by the lab supervisor.

Manufacturer narrative:
The investigation revealed that this incident was user related. The user did not utilize the knife guard while sectioning with the microtome instrument. The injury was not a result of an instrument malfunction. A customer facing letter will be sent out with recommendation in the future to follow the maintenance and safety instructions provided in the instructions for use and how to properly use the knife guard while sectioning.